Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector, while the infusion sets were not in use and this issue occurred with six infusion sets (3 issues on each date). Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.